Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6).

Event description:
It was reported, the telescope's positioning nail was broken. The issue occurred during reprocessing of a diagnostic cystoscopy procedure. There were no reports of patient harm, the patient was not under anesthesia, and there was no delay. The intended procedure was able to be successfully completed using the same equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation the reported event was not confirmed therefore, the root cause, neither the cause of occurrence could be determined. Olympus will continue to monitor field performance for this device.